Event description:
Surgeon found a roughly 5 mm gap between graft on the patient left and native mandible when fixating a custom bone plate to the mandible. Surgical representative reported that there appeared to be no issue with the plate-graft / plate-mandible interface.

Manufacturer narrative:
More than three (3) attempts were made via email, phone call, and text to obtain additional information; however, the complainant was not able to provide information such as patient weight, details on the device malfunction, complications during the surgery, or any information regarding the status of the patient post-operatively. Rep did confirm the surgery was completed successfully. The surgical representative has been told to contact medcad if any more information is received from the surgeon or other medical professionals regarding the status of the patient. Medcad will submit an additional information follow-up report within 30 calendar days of receiving information from the surgical rep / surgeon.